Event description:
A biomedical engineer at a hospital in (B)(6) reported that the upper head casing of an iw910 mobile infant warmer had a crack in it and that part of the head had broken off. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head of the iw910 mobile infant warmer was not returned to fisher & paykel healthcare as the hospital continues to use the warmer. Results: the customer had reported a cracked upper head case on a mobile unit. Photographs of the damage were requested however these were not provided. Our investigation is therefore based on the information supplied by the customer and our knowledge of the product. Conclusion: without any further information and based on the description of the damage we can conclude that the most likely cause was some form of impact to the warmer head. The iw910 infant warmer is a mobile unit that can be moved from one location to another. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport as the warmer head can be swivelled by about 130 degrees from its centre position. It must be noted that this warmer was almost ten years old. The hospital was provided with a new upper head case and the warmer unit has been repaired and put back into service.